Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the hospital and will not be returned for analysis. The patient is doing well post operatively and getting adequate coverage.